Manufacturer narrative:
Device evaluation of electrode has been completed. The reported problem (adjust belt or check belt messages and check therapy pad messages) has been confirmed. Upon investigation the electrode belt did not pass the ECG falloff test. The cause was isolated to an open discharge wire in the cable connecting the ecgs. The root cause for the open wire was not able to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages and check therapy pad messages.